Event description:
A report was received that the patient was no longer using the device secondary to anxiety when modality of pain control was utilized. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time.

Event description:
A report was received that the patient was no longer using the device secondary to anxiety when modality of pain control was utilized. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the physician did not believe that the anxiety was caused by the device.

Event description:
A report was received that the patient was no longer using the device secondary to anxiety when modality of pain control was utilized. The patient will undergo a revision procedure.